Event description:
Tubes do not fill to 3 ml. They fill anywhere from 1.5 to 2.5 ml. This short sample causes erroneous pt results. This is the second time rptr has noticed this problem with the 3 ml size tubes. When rptr called co rptr was told no one else has a problem with this size tube. Rptr repeatedly has checked this and knows it is an ongoing problem.